Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 200-600 mg/dl range with an unknown cause. Bg was treated by completing a supply change and administering a manual injection.